Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to run performance verification testing and address any issues found prior to placing the unit back in service. The customer reported that the device passed performance verification testing and was placed back in service.

Event description:
It was reported that the unit declared multiple "patient disconnect" alarms that could only be silenced after removing the humidifier and changing out the patient circuit. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.